Manufacturer narrative:
The case involved a male pt (age unknown) on hemodialysis who underwent a surgical operation on an "angioma" in a hospital facility. At the ICU post op, he had a percutaneous tracheostomy performed at the 2nd tracheal ring by the surgeon on (B)(6) 2012, but was said to have had trouble breathing by (B)(6) 2012, at which time a suction catheter was passed into the tracheostomy tube (tt) purportedly to ascertain its patency. The attempt to pass the catheter was met with some resistance, but eventually the catheter was passed through the tt. The pt was reported to have been in respiratory distress and some medications (name and dosage not given) were given to immediately treat him. Later, an x-ray was performed, which reportedly showed that the in situ tt was "kinked". Attempts to have the x-ray images sent to us have not been successful. The pt was eventually extubated and another tt was inserted. The pt is said to be in a stable condition at the time of the report. Based on the available info, this case is deemed a serious ae and the respiratory distress suffered by the pt is possibly related to the "kinking" of the tracheostomy tube. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, (B)(6).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: market country: (B)(6). Complaint received from (B)(6) customer service; one male pt (age unknown) with hemodialysis underwent an operation on angioma at (B)(6). He was transferred to the ICU postsurgically and received the percutaneous tracheostomy at the 2nd tracheal ring by the cvs surgeon on (B)(6) 2012. Unfortunately, on (B)(6) 2012, it failed to insert the suction tube and the kinking of the tt was noted under the x-ray. The replacement by "(B)(6)" tt was done later and the pt's condition was improved then.